Event description:
This patient was a female who presented with right-sided weakness and slurred speech. The workup demonstrated left middle cerebral artery (mca) occlusion. The patients symptoms resolved in ER. However, they recurred on 2 separate occasions. Intravenous tpa was administered and since the patient continued to have tia's, it was felt that she might benefit from an angiogram with possible thrombolysis of the clot. She had been intubated in the ER prior to the procedure. The patient arrived to the angiogram suite sedated and intubated; she was prepped and positioned on the angiogram table for treatment of her mca occlusion. Angiography was obtained in the left common carotid artery (cca), this demonstrated some evidence of plaque and possible dissection flap involving the proximal aspect of the left internal carotid artery (ica) distal to the bulb, this was not flow limiting in any way. The balloon catheter was then advanced into the left ica and positioned into the mid cervical region. Due to tortuous anatomy, getting closer to the skull base was unsuccessful. Pa and lateral views of the lica were obtained centered over the intra-cranial course of the vessel to view the full extent of the intra-cranial circulation. Next, using a merci microcatheter over a synchro guidewire, selective catheterization of the left mca was carried out. The wire was able to be passed through the area of the thrombus, at the m1-m2 junction into the distal middle cerebral artery branch. However, multiple attempts of passing the merci microcatheter through the thrombus were unsuccessful. Because of this, they were unable to proceed with mechanical thrombolysis utilizing the merci retrieval system. The system was removed and follow-up angiogram demonstrated persistent thrombus in the distal m1 portion. Because IV thrombolysis was unsuccessful, it was felt the patient might benefit from intra-arterial tpa. Three (3) mg of tpa were infused slowly through the microcatheter at the region of the thrombus. Angiography was repeated, but no appreciable difference was seen following the infusion. Administration of 3mg of reopro followed, again without any significant improvement in the region of the thrombus. At this stage it was felt the patient might benefit from mechanical thrombolysis and angioplasty using an enterprise vascular reconstructive device (evrd). With a prowler microcatheter and synchro gw, the region of the occlusion was able to be crossed. The gw was removed and the evrd was advanced. Once the catheter and evrd was positioned to span the thrombus, and prior to evrd deployment, angiography was obtained through the lcca. Using these images as road map the evrd was partially deployed over the region of the thrombus, but not fully deployed to allow for recapture. Once the evrd was positioned, angiography was competed. This demonstrated improvement in the flow through the mca. Two (2) mg of reopro were then administered, after several minutes, repeat angiography was completed two times until it was felt the flow had improved. The evrd was recaptured and angiography demonstrated worsening of flow with the catheter and evrd removed. At this stage, it was thought the patient would benefit from angioplasty of this segment. Under road map a gateway balloon was advanced, again, however, due to the patient's tortuous anatomy the gateway balloon could not be delivered to the region of the occlusion. The balloon and microcatheter were removed. It was felt that the only safe available revascularization option was redeployment of the evrd. Again, the prowler microcatheter and the synchro gw were used to selectively catheterize the left mca. Once the catheter was positioned across the thrombus, the evrd was advanced through the prowler microcatheter. Once it was positioned, angiography of the lcca for pre-stent views was completed. Stent deployment proceeded across the region of the thrombus into the mca. An angiogram was performed with the stent partially deployed in the lmca. Once the stent was fully deployed angiography for post stent deployment imaging was completed. This post-stent angiogram through the lica demonstrated improvement in flow through that region of the m1-m2 division. Post procedure CT images showed a small amount of subarachnoid hemorrhage in the sylvian fissure requiring no treatment. Post treatment images have shown a much smaller region of infarction than would be anticipated from an mca artery occlusion. Post procedure she was stable and improving neurologically. Four days after under going endovascular thrombolysis and stenting with an (enf452212) enterprise stent of the (mca) middle cerebral artery, the patient began to become progressively short of breath and dyspnea. The chest x-ray showed increased left basilar consolidation that was thought be caused by congestive heart failure, therefore, the patient was diuresed. However, the patient continued to be short of breath and also worsening of the neurological exam, especially aphasia. A CT angio of the chest rule showed no definitive evidence of pulmonary embolism. There was a stable right lower lung nodule, and mild prominence of the right thyroid compared to the left thyroid. The CT of the head showed interval progression of the hemorrhagic component of the mca distribution infarct with mild mass effect on the left basal ganglia. There was scattered subarachnoid hemorrhage over the left fronto-parietal convexity. The patient also developed increasing anemia with hemoglobin of 7.3. The patient was transfused with two units of packed red blood cells, and the hemoglobin increased to 8.3 the following day. A day later, the patient developed hypoxia and had difficulty breathing, which was treated with intubation. The following day, the power of attorney was then notified and it was decided that the patient was (dnr) do not resuscitate and the medical power of attorney decided to withdraw care. The patient passed away.